Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler display was blank. It was identified that the cause for the blank screen was due to a burned inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. The device history record (DHR) search found an issue related problem to the reported complaint. Test and calibration found a distorted display. The cycler was sent to rework and the front panel was replaced and sent back to test and calibration and passed. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank upon waking up while connected to the cycler. The cycler is plugged directly into its own wall outlet and there was no report of bad weather or power outages reported. The power cord was loose in the back of the cycler. The patient rebooted the cycler and it alarmed which means that the power fail recovery started and that the patient was still in treatment. The screen was still blank. The cycler was moved to another outlet; however, the blank screen persisted. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would revert to manual supplies. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.